Event description:
It was initially reported that while using a wand to program, the medical professional received a check sum error message indicating there were communication issues. The medical professional used another handheld and the same wand, but the error prevailed. Using another wand and the same handheld proved to function correctly. Additional info provided by the medical professional revealed that the cord at the bottom of the wand was loose. Product was returned to manufacturer and is currently undergoing product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.